Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 26. Details of surgery: sinus augmentation and immediate extraction site. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 26. Details of surgery: immediate extraction site. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection and pain. No further patient complications were reported.